Manufacturer narrative:
(B)(4). The customer returned sixteen representative proglide devices for the reported suture breaking during knot tightening. A sampling of the devices were tested and all of the devices performed according to specifications. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Additionally, sixteen unopened sterile proglide devices, from the same lot number, were returned from the customer for evaluation. Investigation is not yet complete. A follow-up report will be submitted with any additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when tension was applied to the rail suture to advance the knot to the arteriotomy, the suture broke. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.